Manufacturer narrative:
Evaluation summary: - upon reception, the subject home monitor was tested and the reported issue could not be reproduced: the home monitor booted correctly, and proper data transmission to the back office was observed when a patient initiated transfer (pit) was attempted with a test implant. - based on available data, it is suspected that the observed behavior could have resulted from a wrong positioning of the associated cpr4br head over the implant site.

Event description:
Reportedly, the pit button of the home monitor remains red.